Event description:
It was reported the pt had to charge her ipg every two days. The pt was working closely with her physician regarding the issue. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.